Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region #5, its non-osseointegration was observed. The patient presented bone type ii, bone graft was executed, immediate implant and immediate load were performed and biomechanical overload has happened.